Event description:
It was reported that there was no atrial sensing noted on a device interrogation one day post implant. It was further reported that the atrial lead was intermittently sensing r waves (or ventricle) and in aaii pacing mode the atrial lead was intermittently capturing the ventricle and a possible lead dislodgement was suspected. The lead was inactivated via programming and remains in patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead (B)(6) 2013. (B)(4).